Event description:
A report was received that the patient¿s lead poked out of the skin. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician believed that the blood around the incision area was preventing the incision from properly healing/closing.

Event description:
A report was received that the patient¿s lead poked out of the skin. The patient underwent an explant procedure.